Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician did his depth measurement before inserting the sheath with the 14f depth measurement (4+1cm). When ready to remove the sheath, access site looked great. When inserting the bypass tube into the 14f sheath he struggled, it was giving him a very hard time, he had to place his left thumb over the device and advance the rest of the sheath, we heard a click, we came back to his number 4+1cm, flipped the lever, heard an audible click, he pulled back at 45 degrees to yellow/green and the whole device came out, he immediately held pressure and still had wire access. (Related to this complaint). He re-measured with the depth locator and this time had a measurement of (3+1cm). We deployed a 2nd manta, and again had trouble with the bypass tube entering the new sheath, he held his thumb over the bypass tube to secure it into the sheath and took small bites to advance the manta, pulled back to his number (3+1cm), and had immediate hemostasis. (Related to another complaint). He held pressure for 5mins. Patient is doing fine this morning; access site looks great. Additional information on the 12dec2022 during a protected pci procedure, access was gained utilizing micro puncture and ultrasound in the left common femoral artery. There were no issues advancing or withdrawing sheaths. Vessel size was 6mm with moderate tortuosity and circumferential wall calcification present. Blood pressure was 140/90mmhg and act was 239 prior to closure. Heparin and protamine were administered intravenously prior to closure. There was no buckling or bending of the bypass tube when it met reportedly severe resistance. It was reported by the rep that: the physician had insisted on using the manta because the other device had failed and they had no other options. The rep did not see him get access, or do the first measurement, the physician stated that he used ultrasound access and he wanted to use the manta. The rep informed the physician that he should not use manta on vessels with a lot of protruding calcium, he insisted there was no protruding calcium and he wanted to use it, he said that his measurement was 4+1.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, prior to a protected pci, micro puncture and ultrasound were utilized to gain a "normal" positioned access in the left common femoral artery. It was reported that the arteriotomy was greater than 6mm. Following access, the physician attempted to pre-close utilizing a different closure device and failed. Prior to the heart pump insertion, depth measurement was performed, and measured at 4mm + 1mm. The physician originally was not planning on using manta, although, following the failure of the other closure device, two hours into the case, the proctor was notified manta will be used, and the closure procedure will occur in two hours. When the proctor arrived, the physician insisted on using manta because there was no other option. The proctor warned the physician not to use manta with vessels having a lot of protruding calcium. The physician acknowledged no protruding calcification was present; even though he mentioned the other closure device failed due to the presence of calcium. No issues were experienced advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The physician placed his left thumb over the device and advanced the rest of the sheath. A click was heard, and the device was pulled back to the measurement depth of 4mm + 1mm. The lever was actuated, followed by the audible click, the physician then pulled back at 45 till the yellow/green was seen in the tension window, however, the entire device pulled out, and the anchor was still attached. Pressure was immediately applied, and wire access was still present. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: the physician did his depth measurement before inserting the sheath with the 14f depth measurement (4+1cm). When ready to remove the sheath, access site looked great. When inserting the bypass tube into the 14f sheath he struggled, it was giving him a very hard time, he had to place his left thumb over the device and advance the rest of the sheath, we heard a click, we came back to his number 4+1cm, flipped the lever, heard an audible click, he pulled back at 45 degrees to yellow/green and the whole device came out, he immediately held pressure and still had wire access. (Related to this complaint) he re-measured with the depth locator and this time had a measurement of (3+1cm). We deployed a 2nd manta, and again had trouble with the bypass tube entering the new sheath, he held his thumb over the bypass tube to secure it into the sheath and took small bites to advance the manta, pulled back to his number (3+1cm), and had immediate hemostasis. (Related to another complaint) he held pressure for 5mins. Patient is doing fine this morning; access site looks great. Additional information on the 12dec2022 during a protected pci procedure, access was gained utilizing micro puncture and ultrasound in the left common femoral artery. There were no issues advancing or withdrawing sheaths. Vessel size was 6mm with moderate tortuosity and circumferential wall calcification present. Blood pressure was 140/90mmhg and act was 239 prior to closure. Heparin and protamine were administered intravenously prior to closure. There was no buckling or bending of the bypass tube when it met reportedly severe resistance. It was reported by the rep that: the physician had insisted on using the manta because the other device had failed and they had no other options. The rep did not see him get access, or do the first measurement, the physician stated that he used ultrasound access and he wanted to use the manta. The rep informed the physician that he should not use manta on vessels with a lot of protruding calcium, he insisted there was no protruding calcium and he wanted to use it, he said that his measurement was 4+1.